Event description:
N/a

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10. (B)(4) cusa clarity quick connect tubing set (5 pack) ((B)(6)) was returned for evaluation: failure analysis - both devices were visually inspected, and it was observed that the ¿luer to barb fitting¿ was broken on each of the (B)(6) units. On both fittings, a ¿flat¿ section was noticed at the breakage area at about 4.5 mm from the base and an uneven section with a torn/forced appearance. However, at the moment, it cannot be determined if the breakage is due to improper handling of the device in the field or a component manufacturing defect. Root cause - the complaint is considered confirmed for the reported condition, ¿broke off on the end that fits into the handpiece.¿ the most probable root cause could be related to an undetected component manufacturing defect or product handling in the field. However, no adverse trend was identified related to the reported condition; therefore, no action is deemed necessary at this moment.

Manufacturer narrative:
The cusa clarity quick connect tubing set (c7300) was not returned for evaluation and no photos were provided to evidence the reported condition; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the cusa clarity quick connect tubing set (5 pack) (c7300) tubing broke off on the field during use. A new tubing was opened to swap out and it broke in the same spot while the scrub tech was setting it up. They had to open a third tubing which worked. The device was in contact with the patient; however, no patient injury or surgical delay has been reported.